Event description:
It was reported that the user broke the glass cartridge inside the ilet pump and was unable to remove all fragments, after which the pump would not complete a rewind and sounded stuck; the device was shut down per instructions and a replacement was arranged, with guidance provided on shipping, return. Customer service provided remote troubleshooting and verification of shipping and return logistics. Investigation of this case revealed a mechanical jam of the pump drive associated with a damaged cartridge and residual glass debris within the cartridge compartment. No adverse clinical effects reported. Outcomes included no injury as a result and continued glucose monitoring via dexcom app or receiver. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage leading to obstruction of the pump mechanism.